Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter.

Manufacturer narrative:
Section h6: patient code '2572' was used for 'extensive growth of collateral vessels.' Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis for the lower extremities. The patient was scheduled for major orthopedic surgery (right hip replacement). The filter was deployed via the right common femoral vein. The device was placed just below the renal veins. There was excellent alignment and placement. The patient tolerated the procedure quite well. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and extensive growth of collateral vessels (right abdomen). The patient became aware of these events seven years and six months after the index procedure. The results of computed tomography (CT) scans done approximately ten years and nine months after the index procedure indicate tilting of the filter and extensive growth of collateral vessels in the right abdomen. The patient continues to worry about possible complications. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep vein thrombosis for the lower extremities. The patient was scheduled for right hip replacement. The filter was placed just below the renal veins. There was excellent alignment and placement. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. Per the patient profile form (ppf), the patient experienced tilting of the filter and extensive growth of collateral vessels (right abdomen). A CT done approximately ten years and nine months after the index procedure indicated tilting of the filter and extensive growth of collateral vessels in the right abdomen. The patient reports worry. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Collateral circulation does not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: product code.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of lower extremity deep vein thrombosis (dvt). The indication for the filter placement appears to have been prophylaxis prior to a planned major orthopedic surgery (right hip replacement). The filter was implanted via the right common femoral vein and was placed just below the renal veins. Alignment and placement were noted to have been excellent. The patient is reported to have tolerated the procedure well. Approximately seven years and nine months after the implantation, the patient became aware that the filter had tilted with extensive growth of collateral vessels in the right abdomen. Additional information indicates that the filter was also associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). Approximately ten years and nine months after the implantation, the patient underwent a computerized tomography (CT) scan that revealed tilting of the filter and collateral vessels in the right abdomen. The patient further reported having experienced physical pain and suffering, worry and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. It does not represent a device malfunction and may be related to underlying patient related issues. Blood clots and thrombosis and/or occlusion within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis for the lower extremities. The patient was scheduled for major orthopedic surgery (right hip replacement). The filter was deployed via the right common femoral vein. The device was placed just below the renal veins. There was excellent alignment and placement. The patient tolerated the procedure quite well. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and extensive growth of collateral vessels (right abdomen). The patient became aware of these events seven years and six months after the index procedure. The results of computed tomography (CT) scans done approximately ten years and nine months after the index procedure indicate tilting of the filter and extensive growth of collateral vessels in the right abdomen. The patient continues to worry about possible complications. According to the discovery form, the patient received the ivc filter prophylactically for orthopedic surgery (total right hip replacement) and had a history of deep vein thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted inferior vena cava (ivc) filter include filter tilt, growth of abdominal collateral vasculature, blood clots, clotting and or occlusion of the ivc. The patient further reports physical pain and suffering, mental anguish and physical injury.